Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer reported "zosyn was hung, but the clamp was closed. The medication was not given within a timely manner because the clamp was closed." A closed clamp would prevent delivery of the medication to the patient, thus potentially leading to an under-infusion/no flow scenario. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump per customer reported, "zosyn was hung, but the clamp was closed. The medication was not given within a timely manner because the clamp was closed. The rn gave the next dose on time. One dose was missed. No harm nurse discovered secondary bag not un-clamped preventing the patient from getting antibiotics". The reported problem occurred during delivery at general patient ward last (B)(6) 2020. There was patient involvement and no patient injury. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.